Event description:
It was reported the gastrointestinal videoscope had a foreign material exiting from the channel (including auxiliary water channel). The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: distal end cover insulation has low mohm; distal end plastic cover had deep scratches; bending section cover or distal sheath rubber glue had cracked glue; ligh guide lens had a iny chip on big lens; forceps passage biopsy channel had tear marks inside the channel; insertion had minor buckles; light guide tube had scratches; angulation was below service standard; control knob movement had playand labeling, missing olympus exera ii name plate and peeling on prod label. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(the company representative checkbox should remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The customer's reportable malfunction was confirmed. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection instructions for use (IFU) states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.